Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 events were previously reported during the reporting quarter: however, 1 previously reported event was included under MFR report # 3015967359-2024-00889 but should be included under this report. 5 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact. 1 event had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 4 events were reported for this quarter. Product return status. 4 device investigation types have not yet been determined. Additional information. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. - 3 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.